Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance values. The impedance values have remained within range. Technical services (ts) provided potential following actions. Approximately a month later, the caller called back indicating the lead exhibited high out of range shock impedance on any shock vector including the rv coil. Ts suggested the same action as the previous call. The lead remains in use. No adverse patient effects were reported.